Event description:
Customer states that the expiration date printed on the active test strip vial is 05/31/07. Manufacturer has the expiration date as 05/31/06. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided for where issue was discovered.